Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a recurring sensor error during initiation. The customer's blood glucose was unknown at the time of the incident. It was reported that the sensor error persisted even after the customer restarted the sensor, and when they removed the sensor, it was missing the electrode. It was stated that it did not fracture in the body but these was no indication where the electrode was. It was indicated that a replacement will be sent, but there was no indication of whether or not the product in question will be returned for analysis.